Manufacturer narrative:
The supplemental report was submitted to provide the summary of the OEM (omsc) investigation results. No device was returned to the OEM. As a result of reviewing the user facility's reprocess methods, the OEM confirmed that there was a discrepancy between the contents described in the instruction manual. A review of the production (device history records) was reviewed and confirmed there was no abnormality. A review of the repair history indicates the scope was purchased on february 13, 2019 and was last serviced via repair on september 9, 2019. Based on the review of the reported information, the likely cause of the reported event was attributed to user error. The data obtained at the time of initiation of the questionnaire showed that reprocess was performed using a method that did not correspond to olympus's reprocess manual, such as placing mh-974 into oerpro and placing maj-629 into a sink-wiped cidex at the time of reprocess at our hospital. Therefore, it is presumed that reprocess was not performed correctly.

Manufacturer narrative:
The registered nurse at the user facility further reported, when observing the technician cleaning the mh-974 and maj-629, they were scrubbing in the sink with an enzymatic and placing them in the (aer) automated endoscope reprocessing machine, oer pro. The facility uses endoquick and acecide ¿c for disinfectant solutions with the endoscopes. The minimum effective concentration is checked after every cycle. The oer-pro (serial# (B)(6)) are used to reprocess the endoscope. The endoscope is brushed during manual cleaning using a single use brush (steris- 00711618). The endoscope is leak tested prior to manual cleaning. There have been no problems with the aer and its last preventative maintenance was august 2019. There have been no changes in reprocessing personnel since the last onsite visit. The staff is trained to properly reprocess an endoscope. The scopes are hung vertically in a logiquip storage cabinet. Pre-cleaning is performed immediately after a procedure. The user facility provided the following information (laminated and hung on the wall). Pre-cleaning steps: end case. Turn off co2. Turn on air. Turn off video processor and light source. Place 250cc sterile water in basin, squeeze sponge several times in water to release. Detergent. Wipe scope with sponge(handle to tip). Discard sponge. Depress suction button and suction detergent water for 10 seconds. Remove tip of scope from water and suction air for 10 seconds . Remove suction tubing from scope. Remove air/water button and replace with cleaning credit card. Turn on light source. Immerse scope tip in basin of water. Depress button on cleaning card for 10 seconds. Release the button for 10 sec. Turn off light sourse . Leaving scope tip in water step on flushing pedal for10 seconds. She also provided precleaning steps for linear and radial scopes: pre-cleaning steps for linear eus: end case. Turn air on. Turn co2 off . Turn off ultrasound machine, video processor and light source. Remove balloon, ensuring balloon is removed and intact. Prepare 500cc detergent water. Using detergent soaked sponge, wipe down the insertion tube and gently wipe the ultrasonic transducer attach washing tube to elevator channel plug. Using 5cc syringe, slowly flush detergent solution through tube at least 3 times until no debris exits distal tip of the scope. Then flush with plain water 3 times. Then flush air 3 times. Immerse tip of scope in detergent water to suction at both stages of suction. Depress suction button completely for 30 seconds. Depress suction button to 1st stage (halfway down) for 30 seconds. Remove tip from water to suction air at both stages. Depress suction button completely for 10 seconds. Depress suction button to 1st stage (halfway down) for 10 seconds. Remove suction tubing from scope. Remove air/water button and insert cleaning card. Turn on light source, ensuring air remains on. Immerse distal tip in water. Depress cleaning card button for 30 seconds. Release button for 10 seconds . Disconnect scope. Attach all shower caps. Transport to scope room in bag. Transport to scope room in bag. Pre-cleaning steps for radial eus: end case. Turn air on. Turn co2 off turn off ultrasound machine, video processor and light source. Remove balloon, ensuring balloon is removed and intact. Prepare 500cc detergent water. Using detergent soaked sponge, wipe down the insertion tube and gently wipe the ultrasonic transducer immerse tip of scope in detergent water. Depress suction button completely for 30 seconds. Depress suction button to 1st stage (halfway down) for 30 seconds. Remove tip from water to suction air. Depress suction button completely for 10 seconds. Depress suction button to 1st stage (halfway down) for 10 seconds. Remove suction tubing from scope. Remove air/water button and insert cleaning card. Turn on light source, ensuring air remains on. Immerse distal tip in water. Depress cleaning card button for 30 seconds. Release button for 10 seconds. Disconnect scope. Attach all shower caps. Transport to scope room in bag.

Manufacturer narrative:
As part of the investigation, the endoscopy support specialist (ess) informed the customer that the suction cleaning adapter (mh-974) cannot go into the automated endoscopy reprocessor machine (oer-pro) and showed them how to clean it according to the instruction/reprocessing manuals. Additionally, the ess informed the user how to clean the air/water cleaning adapter (maj-629) according to the instruction/reprocessing manuals. The ess completed the reprocessing in-service with the facility staff. The in-service included cleaning, disinfecting, and sterilization information as contained in the ontrack document. The ess recommended that the staff follow all reprocessing procedures as documented in the ontrack forms and reprocessing manuals. The compatibility summary section inside the instruction manual states, endoscopic equipment is compatible with several methods of reprocessing. However, certain components and accessories are not compatible with some methods, which can cause equipment damage and to refer to the compatibility chart for the appropriate reprocessing methods.

Event description:
On (B)(6) 2020, the endoscopy support specialist (ess) visited the user facility to conducted a reprocessing in-service for the endoscope and became aware the facility was not following reprocessing steps. The educator at the facility informed the ess they place the suction cleaning adapter in the oer-pro for the cleaning process and the air/water cleaning adapter was being wiped off inside the sink then placed them in the cidex for disinfection. There was no patient injury or infection reported.